Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) and this transvenous defibrillation lead exhibited noise on the rate/sense channel. This noise was sensed by the device, and resulted in pacing inhibition. Lightheadedness was experienced by the patient during the pacing inhibition. The physician elected to explant both the device and the lead, and replaced them with similar devices. The explanted devices have been returned to guidant for analysis.